Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.